Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4)). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from each channel of the subject device. The suction channel tested (B)(6) for (B)(6) (16cfu/100ml). The instrument channel tested (B)(6) for (B)(6) (24cfu/100ml). The auxiliary channel tested (B)(6) for (B)(6) (16cfu/100ml). The air/water channel tested (B)(6) for (B)(6) (2cfu/100ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.